Manufacturer narrative:
Pending investigation. Concomitants: 02-020-11-0245 , truliant ps cem fem ps cem left sz 4.5, (B)(6), 200-07-35, advanced patella 35mm 3 peg implant (B)(6), 201-78-18 - holding pin headless no ribs w/30 deg pt 4 pack, (B)(6), 204-70-00 - tibial stem ext. Screw, (B)(6), 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t, (B)(6), 02-012-60-1425 - tru stem ext 14mm x 25mm, (B)(6).

Event description:
As reported, approximately 6 years and 2 months post initial left total knee arthroplasty (tka), the patient was revised to a competitor prosthesis due to complaints of pain, loose femur, and recalled insert and patella. The event was not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The reason for the revision reported was likely caused by an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the bone, may have lead to loosening at the cement-implant and/or cement-bone interface; however, this cannot be confirmed as the devices were not returned for evaluation. Wear could not be confirmed for the tibial insert or the patella from the provided images. H6: corrected investigation clinical codes.